Event description:
It was reported that during a scheduled generator replacement due to normal eri, high, out of range pacing impedance was observed when the atrial lead was connected to the device. The lead was cleaned and tested separately and showed normal measurements. The rv lead was then connected, and high, out of range pacing impedance was again observed. The device was not implanted and was replaced without issue. The patient was stable before, during, and after the procedure and will continue to be monitored.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.